Event description:
Blood glucose tests wer run on two separate pts. Pt 1 a result of 375mg/dl was received and the pt received treatment based on result. When lab result came back it was 165mg/dl. It was stated that the second pt was tested and the blood glucose result was 475mg/dl and was treated with 5 units of regular insulin. When the lab result was returned the result was 220mg/dl. A request was made for the return of the suspect device and replacement product was sent.

Event description:
Blood glucose tests were run on two separate patients. Pt 1 a result of 375mg/dl was received and the pt received treatment based on result. When lab result came back it was 165mg/dl. It was stated that the second pt was tested and the blood glucose result was 475mg/dl and was treated with 5 units of regular insulin. When the lab result was returned the result was 220mg/dl. A request was made for the return of the suspect device and replacement product was sent.